Event description:
It was reported that the "rpm does not drop in the generator." The problem occured before used on patient. There was no further information available.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. Upon the input check, the unit passed all inspection tests except that the connector pins were bent. Upon servicing, the defective front electrical panel was replaced, defective fastening material was exchanged, the coupler replaced, and the damaged cpc connector was readjusted. The compliant is confirmed for bent connector pins.